Manufacturer narrative:
The suspect batteries for the imaging system were returned to the manufacturer for evaluation. Testing found that the batteries within the trays were below specified voltages.

Manufacturer narrative:
Analysis on the suspect power conversion enclosure was completed by medtronic personnel. Testing found that a transistor for the circuit board failed. Confirming an electrical based failure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found standing water within the system and depleted batteries. The representative removed the water and replaced the batteries. This did not resolve the reported issue, the representative then replaced the power conversion assembly and the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion assembly has been received by the manufacturer for analysis. Testing has not yet been completed on the assembly so results are not available at this time. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system battery light was flashing and would not power on. No additional information was provided. There was no patient present when this issue was identified.